Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that an ar-8973l-38-130 fibulock nail became overly tight during insertion and could not be fully seated. The insertion sequence involved using the ar-8973ds, guide pin placement, drilling with a 6.2 mm bit followed by a 3.2 mm bit and inserting the ar-8973l-38-130 fibulock nail. Due to the tight fit, the nail was removed for re-drilling with a 4.0 mm bit; however, the tip of the nail remained lodged in the medullary cavity. A long guidewire from a non-arthrex product was used to access the cavity via the fibular head and dislodge the retained fragment distally, allowing for removal. The case was completed using an ar-8973l-30-130 fibulock nail. This was discovered during a fibula fracture procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 06/25/2025: the ar-8973l-38-130 fibulock nail tip was lodged in the medullary cavity at a depth of 2/3 of the product, and there was resistance upon insertion. The tightness occurred progressively upon insertion. The patient's bone quality was assessed as normal. There was no case delay or added anesthesia administered to the patient. No adverse effects were reported on or following the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to improper bone preparation. The fibulock fibular nail system surgical technique, lt1-00099-en_f, notes the following under proximal reaming: 3.2 mm reamer = 3.0 mm nail, 4.0 mm reamer = 3.8 mm nail.